Manufacturer narrative:
The insulin pump was received with numbers counting up then frozen display then constant tone due to cold solder joint on mother board. No blank display noted. The insulin pump was unable to verify unexpected restart error alarm or low battery alarm or perform operating currents check due to frozen display. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display, unexpected restart and program alarm anomaly from the insulin pump. The customer's blood glucose level was 106 mg/dl. The customer stated that he replaced the battery and the screen went blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump did not return to its normal function. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to revert to a backup plan per health care provider's instructions.